Event description:
An 18 gauge 1.16 inch IV catheter being inserted to left wrist, nurse went to advance catheter and noted catheter no longer attached to hub. Catheter appears to be in retraction chamber.====================== manufacturer response for 18 gauge shielded IV catheter, bd insyte autoguard======================local representative available on site to examine catheter.